Manufacturer narrative:
Analysis of the AED's log files did not confirm the customer's report. On (B)(6) 2026 the AED identified that AED battery serial number (B)(6) was getting low and attempted to alert the user by flashing its red asi and chirping. The device continued to flash and chirp until (B)(6) 2026, when replacement battery serial number (B)(6) was installed. Following installation, the AED identified that battery serial number (B)(6) was also low and resumed issuing a low-battery warning. On (B)(6) 2026, another replacement battery pack was inserted into the AED.the review identified that the AED functioned as designed and can stay in service.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.